Event description:
Subsequent to the initially filed medwatch report additional information was received. A review of the cine images noted the posterior leaflet tore. It did not appear that the clip opened post deployment. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the available information, a cause for the reported unintended movement (clip open ¿ locked) cannot be determined. The reported single leaflet device attachment (slda) was likely due to a combination of challenging patient anatomy (restricted posterior leaflet) and procedural conditions (posterior leaflet tear allowing the clip to detach from the posterior leaflet). The reported tissue damage was due to the reported slda was it was noted that the posterior leaflet tore. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip gen 4 system instructions for use, is a known possible complication associated with mitraclip procedures. Cine images were provided and reviewed by an abbott vascular medical affairs manager. The review concluded that it was likely that the clip remained more or less closed after deployment and that the reported clip detachment from the posterior leaflet was more likely due to the posterior leaflet tearing off from the clip. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening after deployment and detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After clip deployment of the clip, it was noted that the clip started to open slightly and the mr increased. The clip had opened enough where it detached from the posterior leaflet (single leaflet device attachment (slda)). An additional clip was placed lateral to stabilize the slda clip, reducing mr to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.